Event description:
Per the clinic, the patient developed an abscess around the implant site. The patient underwent a surgical procedure (date not reported), to excise infected tissue and replace the abutment with a longer model. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.